Event description:
It was reported that the lead was explanted due to poor sensing values.

Manufacturer narrative:
No medwatch form was received. External insulation abrasions were found at 7.3 and 8.4cm from the distal tip, consistent with lead friction to another device. Other external insulation abrasions were found between 43.5 and 45.8cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at all abrasion locations.